Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for the farapulse atrial fibrillation ablation to treat atrial fibrillation. No abnormalities were noted during preparation of the sheath. After crossing the septum, the sheath was aspirated before inserting the mapping catheter, the air was noted in the sheath. No leak in the sheath nor any air in the patient was noted, a pump method of irrigation was used with a flow rate of 120. The physician was concerned of the possible valve damage thus the sheath was exchanged. Procedure completed using an alternate device. No patient complications have been reported. Product is not available for returned as it has been retained by customer.